Manufacturer narrative:
The complainant was not able to provide the batch number of the device; therefore, the device manufacture cannot be determined. The device has not been returned. A device analysis is not available; therefore, the cause of the balloon rupture is undetermined.

Event description:
It was reported to boston scientific corp on july 11, 2008 that a low profile enteral feeding balloon was used during a percutaneous endoscopic gastrostomy (peg) replacement procedure in a female pt in 2008. According to the complainant, during preparation, the balloon popped when tested. The physician completed the procedure using a second low profile balloon. No pt complications were reported as a result of this event, and the pt's condition was reported as "fine" following the procedure.